Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the patient's IV extension tubing fell apart at the y-site connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site extension tubing fell apart at the y-site connection and leaked. The following information was provided by the initial reporter: the patient's IV extension tubing fell apart at the y-site connection.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site extension tubing fell apart at the y-site connection. The following information was provided by the initial reporter: the patient's IV extension tubing fell apart at the y-site connection.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that bd maxplus pressure rated extension set with needleless connector and y-site extension tubing fell apart at the y-site connection and leaked. The following information was provided by the initial reporter: the patient's IV extension tubing fell apart at the y-site connection. H5: imdrf annex a grid: a0413, a0504.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site extension tubing fell apart at the y-site connection and leaked. The following information was provided by the initial reporter: the patient's IV extension tubing fell apart at the y-site connection.